Manufacturer narrative:
H6: off-label - acd<3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -11.5/2.5/007 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to refractive suprise. The problem was resolved. Cause of the event is unknown. Reportedly, "the first ticl is in a vertical position."

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, dry. Visual inspection found the lens haptic bent and deformed. Dimensional and functional inspection found the lens within specifications. Clam#: (B)(4).